Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported his blood glucose levels rose up to 340 mg/dl while wearing the pod on the leg for between 25 and 36 hours. Patient removed the pod and administered a bolus utilizing an insulin pen. A new pod was successfully applied. The site reportedly appeared red and lightly swollen after pod removal. The following day, the patient noticed a burning sensation and an abscess had formed where the pod was previously placed. Patient visited his family doctor (B)(6). (B)(6) prescribed the patient clindamycin antibiotic and betaisodona cream to help reduce the pain.